Event description:
During a cataract extraction procedure, this ophthalmic microsurgical system exhibited low aspiration and the cassette would not capture correctly. The system was rebooted and the procedure was successfully completed. A request for svc was then made.